Event description:
It was reported that the outer catheter of the stent graft delivery system broke during attempted deployment in a fistula in the left forearm. Reportedly, the vessel anatomy was extremely tortuous and the stent graft was advanced and deployed bareback. The stent graft and delivery system were removed and another stent graft was implanted without incident. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. The stent graft was found to be partially released and outer sheath of the delivery system was torn off and elongated in the area of the catheter reinforcement. The condition of the sample (torn off outer sheath) leads to the conclusion that very high friction forces affected the system, which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. This event was associated with difficult anatomic conditions of the pt and an introducer sheath was not used. However, based on the information available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.